Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis at home blood glucose level was 503 mg/dl and at hospital blood glucose level was 460 mg/dl and 406 mg/dl, on (B)(6) 2018 to (B)(6) 2018 and the current blood glucose level was 263 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with bolus using the intravenous drip for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.